Manufacturer narrative:
Pt age/date of birth: unknown/ not provided. :ptsex/gender: unknown/ not provided. Implant and explant dates: if implanted or explanted; give date: unknown/not provided. Device evaluation: visual inspection at 10x microscope magnification was performed. The lens was observed with one lens haptic detached. The detached haptic was not returned. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified as haptic sheared, but a haptic detached was observed. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic was sheared when placing it into the patient&#62688;eye. No additional information was provided to abbott medical optics.